Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the autolog washkit, saline solution was observed escaping from the washkit, which was being used to clean the washkit equipment. The incident occurred after the required volume of blood was obtained for processing and the washkit was activated. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that there was no damage observed. Only saline solution used to wash the washkit equipment was observed leaking. No visual, audible, or performance abnormalities were observed. The replaced device was installed the same way as the first one and it worked sufficiently. The fill (fluid) level of the reservoir, holding, saline, and waste bag was not filled. No error warning message appeared. There was no blood loss. No transfusion was required.